Event description:
Per spontaneous call from patient, cadd legacy pump s/n (B)(4) is beeping and giving an error message of line occluded, but there are no kinks the line and it won¿t stop beeping until the pump is turned off then back on. She was able to switch to her backup pump without missing therapy and no breathing issues. We are sending a replacement pump to the patient. No more information given. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to ? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver, dose or amount: 65.8ng/kg/min, frequency: continuous, route: IV, dates of use: from (B)(6) 2018 to current; diagnosis or reason for use: primary pulmonary hypertension.